Event description:
The patient stated that the motor of his infusion device was moving slowly and making "funny" sounds and he saw "2.01" on the display. He stated that he was aware of the power pack recall and his power pack had been in use for approximately 4 weeks. He stated he changed the power pack and his infusion device functioned properly. The patient was educated on the importance of changing the power pack every 2 weeks. No physiological effects were reported. The patient did not report assistance by a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
H6: no product will be returned for evaluation.